Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) via a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) non-malignant pain. Beginning on an unknown date, there was a loss of therapy. The patient did not charge their ins. The patient had their ins replaced with a different manufacturer¿s. The rep noted attempting to connect with the physician programmer re-operatively. There were no environmental/external/patient factors that may have led or contributed to the issue. The customer discarded the ins. The issue was resolved and the patient was noted to be alive with no injury. No further complications were reported/are anticipated.